Manufacturer narrative:
(B)(4). Concomitant medical products-hfn lag screw 10.5mm x 95mm, catalog#:814510095 lot#:ve1112295b, cortical bone scr 5.0mm x 42mm, catalog#:814550042 lot#:512255twa. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It as reported that the patient was revised due to the posterior placement of the nail which eventually caused a posterior fracture.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.